Event description:
Healthcare professional reported "exposed rupture". Device will not be returned. This record is for the right side. Device has been explanted.

Manufacturer narrative:
The event of exposure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exposure, rupture. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Correction to b5 description of event and h6 adverse event problem in the initial medwatch: the initial report stated "exposed rupture" and reported a0412 material rupture, a0101 patient-device incompatibility, and e2316 foreign body reaction in error. Healthcare professional only reported "exposed implant" and indicated it was not device-related. Abbvie medical safety has determined this event is not device-related, and it will be un-reported. Additional, changed, and/or corrected data: b2, b5, h6, h11.

Event description:
Healthcare professional reported right side "exposed implant" and indicated it is not related to the device. Device has been explanted and replaced.